Event description:
Following implant the patient never had therapeutic effect. The patient had also only been able to walk with a walker since implant; sometimes not able to walk at all. Having the stimulation on or off did not make a difference. The patient was at home. The patient was encouraged to contact his healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.